Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-17 rpl 436881 rpl 437084 rtg (B)(4). (Rep): information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller on patient's wife on the line and they stated the controller is not holding a charge. Patient's wife stated the controller appears to charge to full overnight (green light is solid) but when they attempt to recharge the ins, the controller says it is too low to charge ins and turns off. They'll have to recharge controller and attempt to charge ins again but the same thing happens and this has been happening continuously. Caller stated at this point, the implantable neurostimulator (ins) is dead and is showing "no device found". Patient's wife didn't report any other error messages. Technical service specialist (tss) had caller plug controller into the wall without the battery pack and controller powered on as expected. Once battery pack was reinserted, the green light was flashing as expected. The issue was not resolved through troubleshooting. A replacement battery pack was sent out. No symptoms were reported. Patient representative (pt rep) called in and reported that theirreplacement battery pack did not resolve the issue. Caller noted the recharger was overheating while they were attempting to recharge the implant. A replacement recharger telemetry module (rtm) was sent out.